Event description:
Product analysis of the vns programming wand, computer, and flashcard was completed. No anomalies were identified with the wand and the wand performed per specifications. During the analysis of the computer, it was identified that the screen lock button was in the locked position. Once the lock button was unlocked, the computer performed according to functional specifications. No anomalies were identified during the flashcard analysis and the flashcard and software performed per specifications.

Event description:
Reporter indicated that a vns dell x50 handheld computer "was not working". The computer, flashcard, and programming wand have been returned and are pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.